Manufacturer narrative:
The complaint device was not returned to assist with the investigation. A review of the complaint history, instructions for use (IFU). Manufacturing instructions (mi), quality control (qc) and trends were conducted for the purpose of this investigation. There was no evidence to suggest the product was not manufactured to specifications. Per qc, personnel confirms the catheter shaft is secure in the proximal fittings. Qc specification instructs the personnel to perform a leak test on the macloc assembly. The proximal fitting assembly process is now a validated process per process validation. The complaint device was manufactured after the process was validated. The IFU t provides instructions for insertion and removal as well as applicable warning and precautions. This is the only reported complaint at this time associated to the complaint lot number 6069271. As part of cook incorporated¿s quality system procedures, each complaint is investigated and as part of the investigation, risk is assessed, based on severity, detect-ability and occurrence. Based on this analysis, action taken may include the following: continued monitoring of similar events, corrective action or preventative action. Based on this information, a definitive root cause cannot be determined. We will notify the appropriate personnel and continue to monitor for similar complaints.

Event description:
The user facility initially reported: the patient had a 10.2fr mpd placed on (B)(6) 2015 as a chest tube, the tube broke during her (the patient's) hospital stay. The catheter disconnected from the hub and the device was replaced with another tube. A section of the device did not remain inside the patient's body. The patient require an additional tube placement procedure due to this occurrence; however, the patient did not experience any adverse effects due to this occurrence. Per medwatch report (B)(4) received 20oct2015: the patient safety report stated: patient had left ir (interventional radiology) placed chest tube. Patient was checked and toileted at 12:52. Chest tube was intact, no leaking on site. At approximately 13:30, the (ir) interventional radiology (pa) physician assistant entered the room to find the chest tube line broken, proximal to the stopcock. The physician assistant called the rn (registered nurse) and gave instructions to clamp the chest tube between the chest tube and break area. The chest tube was clamped and the patient was taken to ir at 15:50 for chest tube replacement. The cause for the break has not been identified.